Event description:
During a routine shift check of the device by a clinician, numerous user-interface fault messages were observed. The complainant indicated that there was no patient involvement in the reported malfunction.